Event description:
It was reported that during a trial implant, the white stylet was removed and the physician attempted to advance the green / blue stylet. The green / blue stylet could only be advanced halfway into the lead before it got stuck. A new lead was opened and the same issue occurred. The third lead worked. The patient recovered without sequela, and it was reported that the patient was fine. Refer to MFR report# 6000153-2012-00128.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3777-60, serial (B)(4) found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.